Event description:
Then, the tip of the anchor was oriented perpendicular to the obturator internus muscle. The tip of the trocar was introduced into the obturator internus muscle until a pop was felt, then the introducer was rotate 1/4 turn. The anchor was then deployed in place. The same procedure was performed on the other side and the sling was tensioned. However, during tensioning, the suture broke off the tensioner and the sling had to be removed, but the anchors were left in place.